Event description:
Wire broke during procedure. Patient was opened to retrieve wire and repair vessel. Wire retrieved. Patient blood pressure dropped and did not recover. Patient died in operating room.